Manufacturer narrative:
An event of explant due to shortness of breath, chest pain, and mitral regurgitation after three years of implant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on an unknown date, a 31mm epic mitral valve was implanted. Approximately 3 years later, on (B)(6) 2023, patient presented with shortness of breath, chest pain, and cough. Mitral regurgitation was noted on echocardiogram with flow doppler. The peak gradient was 15.46mmhg, and the mean gradient was 7.22mmhg. The valve was explanted, and it was noted that there was a flailed leaflet. The valve was replaced with a 29mm non-abbott valve. The pathology report of the explanted valve stated it was 3.5 x 3.4 x 1.5cm with minimal tissue attached. Patient was hospitalized and later discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.